Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spouse called to report that the patient had a car accident and went to the hospital to have emergency neck surgery. While at the hospital the patient was shocked several times. The patient¿s spouse indicated that the implantable cardioverter defibrillator (ICD) only had one month battery left; however, upon follow up with the patient¿s healthcare provider, the spouse stated that there was two years of battery life left in the ICD. The healthcare provider was unsure if the shocks were appropriate for the patient¿s need or not and have scheduled a remote transmission to collect ICD and right ventricular (rv) lead information. The ICD and rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.